Event description:
Complainant alleged that the staff was attempting to monitor a pt (age and gender unknown) with the device on ac power, but the display screen intermittently went blank. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.